Manufacturer narrative:
Yano, s. Et al. Incidence and clinical implications of microbubble formation during pulsed field ablation [conference presentation]. P512. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. This event was reported via a literature abstract from an oral presentation, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature abstract from an oral presentation and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation e1 initial reporter phone: (B)(6). B3 date of event: bsc aware date used as no event date was provided

Event description:
It was reported via literature, proceedings from an oral presentation, that air embolism and cerebral vascular accident occurred. A study was completed to assess the occurrence of microbubbles during pulse field ablation (pfa) in clinical practice. Ten (10) patients were enrolled in the study and underwent pfa using farawave catheters. Eight (8) patients had paroxysmal atrial fibrillation and two (2) patients had persistent atrial fibrillation. Event summary the average number of pfa applications per patient was 39.4. Microbubble formation occurred in sixty two (62) applications with the catheter in basket formation and in thirty five (35) applications with the catheter in flower formation. Microbubble formation occurred in thirty one (31) cases in the left pulmonary vein and in sixty four (64) cases in the right pulmonary vein. Farapulse system error code 303, signifying the system detected an unacceptable current during treatment, occurred in three (3) cases for seven (7) times and was associated with microbubble formation of grade 2 or higher. Brain magnetic resonance imaging was performed on seven (7) patients and in three (3) cases asymptomatic cerebral infarctions were detected. Patient status no further information on the status of the patients is available.